Manufacturer narrative:
(B)(4). The device history record for the returned device lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The balloon exhibited an axial burst, extending from the base of the proximal collar to the distal tip. The line of the burst did not align with, or intersect, either of the mold parting lines. The balloon material was inspected under magnification. A notch was seen along the line of the burst, at the medial point. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating there was a tear in the enteral feeding balloon during the night and the device dislodged from the stoma. The device was in use for 24-hours. The patient had to undergo surgery for reinsertion of a new device. No additional information was provided in regards to the patient's status and the outcome of the procedure. Additional information has been requested but not yet received.